Event description:
Customer called to report that the pump did not have an audible tone nor did it vibrate. Troubleshooting was performed. The audible tone could not be heard. The customer also stated that the buttons are hard to press. It was denied that the device had been dropped, bumped or exposed to moisture.